Event description:
Information was received that a revision procedure was performed due to the patient suddenly feeling pain in the left femur and x-ray images revealing a fractured nail. There was no history of trauma on the left side. The procedure was completed successfully. During a follow up appointment it was noted that there were signs of consolidation; however, due to the patient being unable to tolerate not weight bearing for an extended amount of time and the right femur not showing any signs of consolidation, the nail was removed at a later date. Complaint 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted

Manufacturer narrative:
The device was returned for evaluation and upon receipt a thorough visual inspection has been conducted, and it was observed that the implant was returned broken in two separate pieces. There was noted gouging near the distraction rod through holes. The break occurred near where the magnet assembly attaches to the sun and planet gear assembly. The device appears to have been sheared by force. Functional testing was unable to be performed due to the condition of the device. Device history review (DHR) a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.